Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap nissen fundoplication. Incident description: "half way through the case, surgeon noticed a piece of the seal (behind the double duck bill) dropped inside the patient. Scrub nurse did note the instruments that were used numerous times through the port was the hook and [competitor] energy device. Both the rubber piece & the trocar have been isolated for return." Type of intervention: unknown. Patient status: did a patient injury or illness occur associated with the complaint event? No.